Event description:
The complainant reported that the balloon of a gastrostomy tube deflates and the tube falls out.

Manufacturer narrative:
The lab evaluation confirmed a deflated balloon. Adhesive bond failure at the distal balloon-to-tube joint (distal from the y-port). Ross standard procedure includes attempting to obtain all required information from the source.